Event description:
It was reported that the camera head had colors on the screen that, even after adjusting the white balance, were not uniform across the entire image and tended to appear yellow at the edges. The issue was found during the lab or demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.